Manufacturer narrative:
Initial

Event description:
It was reported that the ilet would not charge on a functional wireless charging pad, resulting in a depleted battery and device shutdown; the charging indicator on the pad was solid green and a phone charged successfully on the same pad, indicating a pump charging failure consistent with a power supply or charging subsystem issue. Symptoms included loss of insulin delivery due to power loss. Outcomes included interruption of therapy and the need for device replacement, while the user continued glucose monitoring with a cgm. Investigation included remote troubleshooting and user confirmation of accessory function, along with confirmation that the device data had been synced prior to shutdown and that the device was powered down to prevent alerts. Investigation of this case revealed a charging failure leading to battery depletion and inability to recharge, consistent with a malfunction of the device charging component. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical malfunction of the charging system.